Event description:
A ventilator was returned to manufacturer's product investigation laboratory (pil) for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's product investigation laboratory (pil), the device failed a test step during testing for negative flow verify. This posttest failure is due to suspected contamination of the oxygen blending module sensor.